Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise oversensing was noted in both channels. It was reported that such non physiological signals were observed mainly in the atrial channel. It should be noted that the patient had an abandoned ventricular lead.

Manufacturer narrative:
Please refer to the attached analysis report. B5 corrected. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected. H6, component code added.

Event description:
Reportedly, noise oversensing was noted in both channels. It was reported that such non physiological signals were observed mainly in the atrial channel. It should be noted that the patient had an abandoned ventricular lead. Preliminary analysis of the available files showed low impedance and noise oversensing in the atrial channel. No noise oversensing was observed in the ventricular channel.